Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited elevated thresholds on the left ventricular (lv) lead. Lv thresholds were 4.5v @ 0.5ms and lv output was programmed to 2.5 v @ 0.5ms trend. This crt-d stored an atrial tachy response (atr) episode and a single ventricular episode with six 41j shocks, where the last shock converted the arrhythmia. Technical services (ts) discussed troubleshooting options/programming considerations, and further review was recommended. Additional information received the following week reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced, and a sub-q array lead and adaptor were implanted due to therapy upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained at this time. If pertinent information is provided in the future, a supplemental report will be submitted.